Manufacturer narrative:
Initial.

Event description:
It was reported that the user did not enter the dexcom g7 continuous glucose monitor (cgm) sensor pairing code, resulting in an incorrect or missing pairing, and an agent assisted the user to reenter the correct code, after which glucose readings appeared and glucose values were unaffected. No adverse clinical symptoms reported. Outcomes included no alarms and no need for medical care or hospitalization. User support included user education and troubleshooting focused on correct sensor pairing and code entry. Investigation of this case revealed user error related to sensor pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.